Manufacturer narrative:
Concomitant medical product: 457445 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited intermittent undersensing during treated episodes possibly due to the morphology change during the arrhythmia. The episodes were still detected and treated. The rv lead remains in use. No patient complications have been reported as a result of this event.